Manufacturer narrative:
(B)(4). Consumer did not check her skin frequently while using the product which is a violation of the instructions and warnings provided. The location of the burn indicates that it is probable the consumer was lying against a portion of the product which is also a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims she was using the heating pad on high on her stomach. She felt it overheat and threw it to the floor. The next morning she noticed a burn on her stomach. She received medical treatment and was diagnosed with a 2nd degree burn.